Event description:
It was reported that after first interrogation of the device, all the data were visible in device memories (aida). Smartview software was closed down. The recorded files were then reopened to have another look at the data, but none of the data were available in aida (except batterycurve). The device was then re-interrogated to get aida files. Preliminary analysis showed that data are not available for two different reasons. In the first two patient files recorded, aida reading was not completed which prevent the data from being displayed (expected behaviour). However, another root cause linked to the number of data present in patient file was identified: there is a limit of data storage for paradym, if this limit is exceeded, the telemetry action is then considered by programmer as invalid and no data will be displayed.

Event description:
It was reported that after first interrogation of the device, all the data were visible in device memories (aida). Smartview software was closed down. The recorded files were then reopened to have another look at the data, but none of the data were available in aida (except batterycurve). The device was then re-interrogated to get aida files. Preliminary analysis showed that data are not available for two different reasons. In the first two patient files recorded, aida reading was not completed which prevent the data from being displayed (expected behaviour). However, another root cause linked to the number of data present in patient file was identified: there is a limit of data storage for paradym, if this limit is exceeded, the telemetry action is then considered by programmer as invalid and no data will be displayed.